Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced premature battery depletion and that there was a charge time that lasted approximately thirteen seconds. The health care professional (hcp) believed there was delay in treatment and risk to the patient's safety. It was noted that the patient had many premature ventricular beats and a history of ventricular arrhythmias. In addition, it was found that the left ventricular (lv) lead was dislodged and high capture thresholds observed. The patient was hospitalized and intubated, with device reprogramming and pharmacological changes. Later, the crtd and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.